Event description:
Pt receiving meperidine via an abbott apmii i.v. Infusion pump (for pain mgmt). Nurse noted "bubbles" in the line. Inspected the tubing and found air in the line below the pump device. The pump was administering a dose but air was being delivered. The air was not present after the meperidine pca cassette was started. The meperidine cassette was not empty, drug still remained. The volume stated by the pump to be remaining in the vial did not match. The pump did not alarm for air in the line. The pump was stopped and the tubing replaced. Pt has not developed problems from the air infusion; however, pain control was poor during the time the tubing in question was attached. Pump did not alarm for air in line. Tubing had air in a sealed system.